Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery cap on the insulin pump was stripped. In another call, the customer stated that her blood glucose is 290 mg/dl now. Customer stated that her pump is working fine and she feels fine. In a previous call, the customer reported that she had high blood glucose reading of 596 mg/dl in the middle of the night that was resolved during the call.